Event description:
Plate implanted in 2002, following fracture to femur distal to existing femoral prosthesis. In 2003, patient reportedly experienced intense thigh pain with deformity and radiographs confirmed fracture of plate. Revision to replace plate performed, on or around 1 month later.